Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) was reporting the false positive episode which led to incorrect information. No intervention was performed. The patient was in stable condition.